Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The hp stated that after they connected for the initial drain and started the drain, they noticed that the clamp was closed on the patient line. The technical service representative (tsr) instructed the hp to setup with all new supplies. The hp was going to setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.